Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('band like abdominal/lower back pain'), back pain ('lower back pain') and autoimmune disorder ('I was hospitalized with an unspecified autoimmune disorder right after my histogram/90 days post insert') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), metrorrhagia ("experienced constant bleeding"), autoimmune disorder (seriousness criterion hospitalization), alopecia ("hair loss"), fatigue ("fatigue") and depression ("depression") and was found to have weight increased ("weight gain (size 3 to 10 w/in 1st year)"). The patient was treated with surgery (essure removal (hysterectomy)). Essure was removed. At the time of the report, the abdominal pain, back pain, metrorrhagia, weight increased, autoimmune disorder, alopecia, fatigue and depression outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, depression, fatigue, metrorrhagia and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('band like abdominal/lower back pain'), back pain ('lower back pain') and autoimmune disorder ('I was hospitalized with an unspecified autoimmune disorder right after my histogram/90 days post insert') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion hospitalization), metrorrhagia ("experienced constant bleeding"), alopecia ("hair loss"), fatigue ("fatigue") and depression ("depression") and was found to have weight increased ("weight gain (size 3 to 10 w/in 1st year)"). The patient was treated with surgery (essure removal (hysterectomy). Essure was removed. At the time of the report, the abdominal pain, back pain, autoimmune disorder, metrorrhagia, weight increased, alopecia, fatigue and depression outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, depression, fatigue, metrorrhagia and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.